Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, 66305377, (B)(6). 00770302000, z.s.g.m. Cutter 2:1 ratio, 66185380, (B)(6). 00770303000, z.s.g.m. Cutter 3:1 ratio, 63212318, (B)(6). 00770304000, z.s.g.m. Cutter 4:1 ratio, unknown, (B)(6). Review of the most recent repair record determined that the device was out of calibration and had worn and damaged components. The comb, washer, and ratchet were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned for preventative maintenance and later needed repair. During device evaluation, the comb was damaged. Due diligence is complete. No additional information is available.